Event description:
The subject, a diabetic taking both drugs and insulin, passed out while a vehicle passenger. Subject awakened and was given soft drink and glucose tablets. Subject's blood glucose measured with their one touch ii meter was 164 mg/dl. A test shortly thereafter by paramedics (meter type unknown) was 37 mg/dl. Subject was transported to a hosp ER but released after medical tests and agreeing to "eat something".